Event description:
It was reported that seven hundred forty-nine (749) non-vented high-volume inlets had hair, fiber, black spots in the tube or pouch. This was detected during inlet inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.